Manufacturer narrative:
The pod arrived not deployed with the slide insert and soft cannula not visible through the top and bottom housing respectively. No damages or manufacturing defects were observed. The needle mechanism deployed as intended upon manual rotation of the ratchet gear. No timeouts or drive stalls were observed. No problems were observed regarding the reported needle mechanism failure complaint.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy but the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. A new pod was placed and activated. No blood glucose levels were reported.